Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) struck the edges of the 6f non-cordis sheath hub, causing it to split, while the user attempted to advance the mynx control vcd through the 6f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The sealant sleeves were inspected prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.addendum: product evaluation revealed the sealant was found partially exposed from the sealant sleeves due it was observed to have been kinked/bent as received and a split was noted.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) struck the edges of the 6f non-cordis sheath hub, causing it to split, while the user attempted to advance the mynx control vcd through the 6f non-cordis sheath. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The sealant sleeves were inspected prior to use. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the stopcock was found opened. The sealant was found partially exposed from the sealant sleeves, which were observed to have been kinked/bent as received and a split was noted. In addition, the balloon was received fully deflated. A dimensional test was not performed on the returned device due to the received condition with the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found partially exposed from the sealant sleeves due to the observed kinked/bent condition and split as received. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through visual and microscopic analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.